Event description:
Same case as: 2134265-2010-03797. Same patient as: 2134265-2010-03603, 2134265-2010-03602, 2134265-2010-03604. It was reported that during a coronary artery stenting treatment procedure, the patient experienced dissection. The patient was presented in cardiac arrest with abnormal EKG changes and an acute inferior myocardial infarction. Under local anesthesia, access was obtained via the right femoral artery. A cardiac catheterization found a complete occlusion of the proximal right coronary artery (rca). The patient had initially received an angiomax bolus followed by an angiomax drip. The patient also received intracoronary nitroglycerin. A non-bsc guidewire was advanced, which was unsuccessful. A 2.5x12mm apex balloon was unable to cross the totally occluded rca. A 2.5x15mm apex balloon was advanced to the proximal rca which was inflated to 10 atms and 12 atms for 30 seconds each. The physician then inserted a 2.0x12mm apex balloon to the proximal rca which was inflated twice to 18 atms and 10 atms for 45 and 30 seconds to open up the stenotic area. A repeat angiogram revealed multiple long dissections. The physician implanted a 2.5x24mm taxus liberte stent in the proximal rca with a maximum pressure of 12 atms, followed by the placement of a 2.5x24mm and 2.5x16mm taxus liberte stents in the rca. Repeat angiography revealed successful balloon angioplasty and multiple stents placement with no resulting stenosis. Patient status listed as "fine."

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).